Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) information was received from a manufacturer's representative (rep) regarding an implantable neuro stimulator (ins) for the treatment of spinal pain. It was reported that the patient bumped into a wall against the ins and felt a large jolt of energy. The rep reported that the patient lost stimulation to the left side of their body where they need pain coverage, instead the were getting stimulation on the right side where they don't need coverage. The patient also reported stimulation in the crotch and right side of their torso. The implant is on, and wasn't affected by any emi. The rep met with the patient yesterday and ran an impedance test and found zero issues. Rep was unsuccessful in reprogramming stimulation back to the left side of the body. X-rays were taken and show lead is midline of t11-l1. The rep stated the patient was trialed at t8, there are no notes as to why they were implanted at t12. The patient had great pain relief at t8. The x-ray against the original x-ray shows no changes or migration. The rep stated that the managing doctor is unsure why the lead was placed as it was. The rep stated that the doctor will discuss and likely go through revision surgery with the patient.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was funstionally okay, there were insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis of the lead (B)(4) found that the stimulation lead body was cut through. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) returned the lead, ins and the anchor for the lead. The rep stated that they were aware of the complaints on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.